Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when tensioning the sling, the suture removed from the tensioning anchor. Another sling was placed successfully to complete the procedure after a 20 minute procedure delay. It was noted the patient had a thinner habitus.